Manufacturer narrative:
(B)(4). The insulin pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer reported via phone call that the insulin pump had a motor alarm. Customer¿s blood glucose value was unknown. Customer did not report on the motor piston encoded error alarm. Customer stated that the insulin pump was not exposed to magnetic field. Customer was advised to discontinue the use of the insulin pump. The insulin pump will return for the analysis.

Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct date is 13-nov-2019.

Manufacturer narrative:
The initial report had the incorrect aware date. The correct aware date is (B)(6)2019.